Event description:
It was reported that approximately seven years post vena cava filter deployment, at the time of scheduled retrieval, spot film imaging demonstrated the filter to be tilted to the patient's right with a detached arm in the intracardiac position. The filter was successfully retrieved; however, he detached arm could not be retrieved. Patient is to follow up with a cardiothoracic physician regarding the retained detached limb.

Manufacturer narrative:
A manufacturing review was not performed as the lot number was not provided. The device was not returned. Images were not provided. The investigation is inconclusive for the alleged tilted filter and detached limb. Based upon the available information, the definitive root cause for the event is unknown.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide to any further patient, product, or procedural details to bard.